Event description:
Pt tested blood glucose and obtained a reading of 39 mg/dl on suspect device. Repeated test and again obtained 39 mg/dl. Upon dr's orders, she went to ER where they obtained a result of 300 mg/dl (venous sample). She was given pill to take (previously was on no medication).